Event description:
The customer reported erroneously low creatine kinase-mb (ck-mb) results for three patients involving access 2 immunoassay system. This report refers to patient number one. The customer also had imprecision with quality control. The erroneous results were not released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility on (B)(4) 2008. The fse replaced the transducer tip, dispense probe #1 due to a "stalagmite" hanging from it, and replaced the wash pump. The unit was returned to operation. The customer collected samples in 13x100 lithium heparin tubes. At time, the customer splits parent samples and performs troponin testing on one aliquot and creatine kinase-mb (ck-mb) on the other. Ck-mb quality control was within specifications on the days of the event. System checks performed on (B)(6) 2008 were within specifications. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events. This medwatch report is related to mdrs 2122870-2011-02807 and 2122870-2011-02808.